Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller wouldn't charge and they got recharge the controller. The issue began yesterday. During the call there were no damages on the ac power, controller charging port, battery, and battery compartment. Patient removed the battery and plugged the ac power. Controller powered on. Patient inserted the battery and controller was flashing on and off. After inserting the battery patient still got the recharge the controller message and there were no lights above the screen.

Manufacturer narrative:
Continuation of d10: product ID: 97745bp, lot# nlh001875n, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# nlh001875n serial# (B)(6) product type accessory h3: analysis of the 97745bp battery rechargeable li-ion ptm (s/n: (B)(6) revealed a date/time issue--the date code was before 0717. There was an electrical problem that has since been remedied after the 0717-date code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.